Manufacturer narrative:
As reported, after entering a 6f-7f mynxgrip vascular closure device (vcd), the balloon was inflated and the device was pulled back, but the device came out completely and could not be used. There was no reported patient injury. The device was intended to be used to stop the bleeding after completing the transfemoral cerebral angiography (tfca) case. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f was returned for investigation. Per visual analysis the returned device showed that the shuttle cartridge was engaged to the black handle with the stopcock open. The sealant, advancer tube, syringe and procedure sheath were not returned with the device. Per functional analysis, the balloon of the returned device was inflated with water, and pressure was maintained with proper functioning of the inflation indicator. Microscopic analysis revealed that there was no saline in the balloon of the returned device as received. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase, which may have contributed to the reported failure. The inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f2021301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined, however, procedural factors, such as device preparation, may have contributed to the reported event. Based on the information provided and the investigation performed, the event experienced by the customer may have been due to incorrect prep of the balloon as evidenced by no saline noted in the balloon during analysis, which can result in a pull through event. According to the instructions for use (IFU) which is not intended as a mitigation of risk; device preparation and positioning, instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
This device was returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after entering a 6f-7f mynxgrip vascular closure device (vcd), the balloon was inflated and the device was pulled back, but the device came out completely and could not be used. There was no reported patient injury. The device was intended to be used to stop the bleeding after completing the transfemoral cerebral angiography (tfca) case. The device will be returned for evaluation.